Manufacturer narrative:
Continuation of d10: product ID: pscc100 product type: catheter product ID: pscic101 product type: catheter interface cable (cic) product event summary: the psc100 catheter of lot number 0012726948 was returned and analyzed. Visual inspection was carried out. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. Catheter identification and ablation was performed. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Verification of steering mechanism was performed. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanism was carried out. Despite attempts to soften the guidewire lumen with disinfectant to dilute potential dried blood, the slide control function remained stiff, limiting its full range of motion. Electrical continuity and hipot verification (where applicable). Electrical continuity test revealed an open loop on the electrode #4,7 wire. The hipot test passed. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-components. During inspection of the array segment, the distal arm pebax tube was observed to be ribbed. During inspection of the array segment, an electrode wire to electrode # detachment was observed. During inspection of the shaft segment, entangled electrode wires were observed. In conclusion, the mapping issue could not be confirmed via physical product analysis. The catheter failed the return product inspection due to an electrode wire to electrode detachment, distal arm pebax ribbing and electrode wire entanglement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulseselect catheter, the catheter location on the 3d map did not correlate with intracardiac echocardiography (ice) images. After transseptal puncture, a pre-ablation map of the left atrium was created with an another manufacturer's catheter, and voltage and geometry mapping were as expected. Ice images were used to verify and confirm catheter locations. The other manufacturer's catheter was replaced with the first pulseselect catheter, which projected normally in the inferior branches of the left atrium but not in the superior branches, particularly the left superior pulmonary vein (lspv). Although ice showed the catheter at the roof of the lspv, the pulseselect appeared out of the vein on the 3d map. Troubleshooting steps included reconnecting the pulseselect to the catheter interface cable (cic), replacing the cic, verifying pulseselect electrogram pin locations in the other manufacturer's mapping system's pin block, replacing the pin block, verifying the ic out cable on the mapping system's piu, verifying matrix density on the mapping system, and inspecting the pulseselect catheter outside the body for inversion. The pulseselect catheter was replaced, but the same issue occurred. The case was completed with the assistance of ice to verify catheter location. All four veins demonstrated exit block and the procedure was completed. No patient complications have been reported as a result of this event.